Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's atrial lead was fractured. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Correction: b5- should have been "it was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's atrial lead was fractured. The lead was capped and replaced on (B)(6) 2021. The patient was stable." Rather than "it was reported that the ra lead was capped and replaced due to a fracture malfunction."

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ra lead was capped and replaced due to a fracture malfunction.